Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon placed the device over the tissue and fired. When he removed the device, he could not reopen it to replace the reload. Device was not on tissue when it could not be reopened. They used a second like device to continue the case. No pt consequence reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.